Event description:
The tip of the balloon nc emerge¿ ptca 4mm x 8mm dilatation catheter broke off in right radial artery after it was inflated with high pressures during a percutaneous transluminal coronary angioplasty. The patient had to go to the operating room for an open procedure to remove the broken piece of balloon. The broken tip was found using fluoroscopy and was easily removed.

Event description:
The tip of the balloon nc emerge¿ ptca 4mm x 8mm dilatation catheter broke off in right radial artery after it was inflated with high pressures during a percutaneous transluminal coronary angioplasty. The patient had to go to the or for an open procedure to remove the broken piece of balloon. The broken tip was found using fluoroscopy and was easily removed.

Event description:
The tip of the balloon nc emerge¿ ptca 4mm x 8mm dilatation catheter broke off in right radial artery after it was inflated with high pressures during a percutaneous transluminal coronary angioplasty. The patient had to go to the or for an open procedure to remove the broken piece of balloon. The broken tip was found using fluoroscopy and was easily removed.